Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The pump was returned for investigation along with the introducer. There was no damage found with the pump and the introducer. The root cause of the access site bleeding was determined to be use issue because peel-away sheath was left in place during the duration of the runtime and was not removed and even upon recommendation to resolve the bleeding issues. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site name and address as previously entered incorrectly. H.6 code 4641 was reported incorrectly on the previously submitted report. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted report. Additional manufacturer narrative on the previously submitted report stated that the device was discarded but the introducer and pump were returned.

Event description:
The user facility reported a 65-year-old male with non-st elevated myocardial infarction was implanted with an impella device for mechanical circulatory support. During support, access site bleeding occurred. The patient received four units of packed red blood cells and was stable. The impella was weaned and explanted, with plans for replacement.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.